Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned complaint device found that the distal tip of the catheter including the balloon detached and was not returned. It was also noticed that the shaft was cracked and stretched. This failure is likely due to factors encountered during the procedure, such as handling of the device, the technique used by the physician, and normal procedural difficulties encountered during the procedure, that could have affected device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the balloon got separated from catheter. The balloon was retrieved from the endoscope, and the procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the distal tip of the catheter detached; therefore, this is now an MDR reportable event.